Event description:
Bio-med devices oxygen blender that was in use on an infant that was set to deliver 21 percent oxygen was found to actually be delivering oxygen at 60.3 percent oxygen upon biomedical testing. Baby was monitored for retinopathy of prematurity and no harm was identified.